Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that the lopro s4 titanium blade did not perform as intended during a patient procedure. The customer noticed flickering while in use. The procedure was completed with a backup device. No reported patient or user harm.